Event description:
It was reported that excessive battery depletion and high pacing lead impedance was observed. It was noted that the patient had been previously hit with a softball. The physcian is running tests and a decision to explant will not be made for a couple months.

Manufacturer narrative:
No medwatch form was received.